Event description:
A malfunction alarm was reported, identified with a resettable code that did not recur after being addressed. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received instructions from technical support to reset the pump and was advised to continue using it, with a suggestion to contact support again if the issue reappears.